Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and a brown particulate matter inside the tubing was observed. The reported condition was verified. The cause of the particulate matter could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a brown object was found inside the patient line of the homechoice cassette. This was identified before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date: the event occurred on an unspecified date in january 2026. G1: the device was manufactured at one of the following facilities: vantive healthcare - mountain home 1900 n highway 201 mountain home ar 72653 united states vantive healthcare - dominican republic carretera sanchez km 18.5 parque industrial itabo, piisa haina, san cristobal 91000 dominican republic should additional relevant information become available, a supplemental report will be submitted.